Manufacturer narrative:
PMA/510 (k) #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a soft ureteroscopic lithotripsy of the kidney, the basket of an ngage nitinol stone extractor could not be closed. There was resistance when attempting to use the handle. The resistance was present when the device was first removed from the packaging. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Corrected information: h6: component code (annex g). Event description: as reported, during a soft ureteroscopic lithotripsy of the kidney, the basket of an ngage nitinol stone extractor could not be closed. There was resistance when attempting to use the handle. The resistance was present when the device was first removed from the packaging. A new device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ngage nitinol stone extractor was returned for investigation. The device was returned in an open package, partially in its packaging tray. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] was present. The basket sheath was kinked near the yellow support sheath. One wire was broken in the basket assembly. The handle would not actuate basket formation. The handle was disassembled during investigation, and the basket formation could not be manually actuated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: important: excessive force could damage device. Based on the available information the cause of the observed device damage could not be determined. Excessive force may have been inadvertently applied to the device, but no information was provided regarding device handling. Therefore, the cause of the issue could not be conclusively determined. It was also observed that one of the basket wires was broken. As no report of a broken wire was made by the user, it is likely the wire damage occurred after the sheath damage and was not related to issue experienced by the user. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.